Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the device did not seal well, it would not seal vasculature - extreme charring. The procedure had to be converted to an open procedure to complete it.

Manufacturer narrative:
The device was returned with heavy coag on the jaws, the jaws were bent in a downward position. The coag was cleaned from the jaws prior to being inspected, observed cracked electrode insulation on 3 out of 4 legs, the flare remained intact. Due to the condition of the jaws, grasping tissue was not adequate, jaw aperture was small, preventing good tissue bites, the deformed jaws also created teeth misalignment issues which caused re-grasp errors on every activation. Conclusion: the customers complaint of "device did not seal well" can be attributed to the deformation of the jaws due to the device being subjected to excessive force during the procedure.